Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the radiofrequency and electrocardiogram ports were in need of repair and therefore the link electronic module (lem) printed circuit board (pcb) assembly was replaced and calibrated. However analysis was not able to confirm the customer comment that the stylus touch pen was in need of repair, the device passed its bench test and stylus calibration. It was further noted that the keyboard sliding cover was missing, there were broken keyboard hinges and the power cord bay door was missing. All were replaced to resolve and additionally the hard drive was reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the programmer's radiofrequency port, electrocardiogram port and its stylus touch pen were in need of repair. It was further requested that it receive a test and calibration procedure. The programmer was returned for service. No patient complications have been reported as a result of this event.